Event description:
It was reported that during the surgical procedure the section of the master tool manupulator (mtm) grip that holds the velcro loop fell off. The mtm is not a pt contact component. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.